Manufacturer narrative:
The manufacturer previously reported an incourage device was allegedly filling the vest with air and would not pulsate. The patient had to stop therapy. There was no report of patient harm or injury. The device was returned to a third party service center for evaluation. The third party service center found the device to be heavily contaminated. The device was scrapped.

Event description:
The manufacturer received information alleging the incourage device was filling the vest with air and would not pulsate. The patient had to stop therapy. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.